Manufacturer narrative:
No further information is available on the product at this time. The product was not available for return and no additional information from the end user was obtained. However, if any relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a dr fog sponge was injected into a patient. This was an end user error. No injury/death was reported. This report was filed in our complaint handling system under number (B)(4).